Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor siltex contour profile high 350cc, catalog number 3542712, lot number 211687. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a saline mentor siltex contour profile high 350cc breast implant and experienced deflation on the left side which was confirmed by a physician during an exam. As a result, the patient will undergo removal on (B)(6) 2019.

Manufacturer narrative:
On 9/11/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during evaluation of the device it appeared intact. Leak testing revealed there was a tear located in the union between patch and shell. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).